Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. Customer said they had used the fill key to fix the alarm but didn't know what she needed to do because it had been going off every 2 hours. When asked, customer stated the connections were tight. Customer confirmed there was no blood or discoloration in the helium tubing. Reviewed the nature of this alarm and different clinical possibilities. The patient was on a peep of 10. Fse personnel reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Fse personnel encouraged customer to call back should the alarm go off several times in an hour so we could troubleshoot it together. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. Customer said they had used the fill key to fix the alarm but didn't know what she needed to do because it had been going off every 2 hours. When asked, customer stated the connections were tight. Customer confirmed there was no blood or discoloration in the helium tubing. Reviewed the nature of this alarm and different clinical possibilities. The patient was on a peep of 10. Fse personnel reviewed the proper way to resolve this alarm any time it occurred: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Fse personnel encouraged customer to call back should the alarm go off several times in an hour so we could troubleshoot it together. There was no patient harm or injury. Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Gas gain cause: 1. Catheter occlusion /restriction. Response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Complaint handling: DHR review required only under specific criteria (manufacturing defect, serious injury/death, regulatory requirements). Current status: no device malfunction; no CAPA/escalation needed; risk within profile.